Event description:
The customer reported being hospitalized due to ketones and diabetes ketoacidosis and high blood glucose of 600 mg/dl. The customer stated that she was vomiting before her admission. Initially, the customer called to report that the insulin pump had a blank display for less than thirty seconds. Instructed the customer to inspect the battery cap for damage. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.